Event description:
Pt did not receive hemodialysis treatment due to malfunctioning catheter (ash splt cath). Catheter replaced 4/6/99, hemodialysis to follow, treatment uneventful. Assessment of catheter revealed a tear.